Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been urinating just as much as before they had the implant. Patient said after the first week or so it was not working very well, they're still getting up 3- 4 times a night and when they have to go to the bathroom it leaks out before they get their pants down to sit on the commode. They are going through 3-4 pads during the day. Pt said they saw the pa for their doctor who told them to "call the rep" for assistance with their interstim device. Agent offered pats assistance. Worked with pt who was successful to synch with their implant, chose to change their program increasing and confirmed they did not feel any stim. Agent recommended keeping a diary and monitoring their results now that a change has been made. Additional information was received from the patient. The caller called back and reported that they are still going thru a lot of pads. They noted that they called before and have made adjustments and it helps for a while, but the symptoms return. Explained programs to caller. Caller will maintain stimulation and adjust as necessary. The caller repeated that they were dissatisfied with their physician because after the implant, they did not tell the patient that used regular stitches and the patient got sepsis 3 weeks later and almost died. Emailed physician listings.